Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to an error in the input settings of the monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition liquid crystal display (lcd) monitor had no image. The event was found during the beginning of a cystoscopy diagnostic procedure and the procedure was completed with a similar device. There were reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting with the olympus technical assistance center (tac), the customer verified serial digital interface (sdi) video cable was terminated to sdi in on the rear monitor. The customer was advised to assign port a to sdi in the input settings on the monitor. As a result, the color bars and scope image appeared and the issue was resolved. The device is not being returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.